Manufacturer narrative:
The product has not yet been received for eval. Smiths was unable to confirm the issue or determine a possible cause without benefit of returned product eval. An additional report will be submitted should info become available that impacts the outcome of smiths' investigation.